Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the moderately calcified and moderately tortuous right coronary artery (rca). The 3.5x33 mm xience prime stent was implanted and a long distal edge dissection was noted. A 3.5x28 mm xience prime was implanted to treat the dissection and another dissection occurred. Finally a 3.5x15 mm xience prime was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.